Manufacturer narrative:
Corrected data: h10- "device evaluation- lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inpection found the haptic deformed and foreign residue on the lens." Should be in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found foreign residue on the lens. (B)(4).